Event description:
Hospital reported an extravasation of approximately 130ml of contrast occurred in the left antecubital vein during an injection. The technologist noticed the extravasation because there was no contrast on the images. The technologist stayed in the room with the pt during the injection, but did not notice the extravasation because the pt's arm was wrapped in aguze. The pt had a fasciotomy performed the same night and is now doing fine.